Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage on its overall surface. Additionally, a deformed retention plate was found inside of the device cavity. No other anomalies were noted. Functional test was performed using a j&j medtech orthopaedics sample (expressew iii ac+ gun, 288233) as mating component. Test revealed that although the devices were able to be assembled, certain resistance was identified on it, as a consequence of a deformed pre-loading retention plate that was found inside the exprsew iii ac+ rtn plate 1ea cavity. After the damaged retention plate was removed, the functional test was repeated and no difficulties were identified on the assemblance. The overall complaint was confirmed as the observed condition of the exprsew iii ac+ rtn plate 1ea would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to improper handling/care of the device or other procedure variables, where a damaged retention plate was left inside of the device, which lead to difficulties and/or resistance on the assembly with its mating component. Furthermore, potential cause for the deformation observed on the returned retention plate, can be traced to an misalign or off-axis assembly. As per the instructions for use, to load the retention plate, follow the directions printed on the loading tool card packaged with the retention plate: 1) remove thin white insert from loader housing; 2) with the suture passer jaw closed, insert jaws into opening of the loading tool; 3) while maintaining the loading tool in a flat position (do not angle or rotate), slide the loading tool forward until it stops; 4) slide the loading tool off the instrument and discard; 5) visually inspect the top jaw of the flexible suture passer to ensure that the retention plate was fully assembled; and 6) plate tabs should be in pocket of top jaw. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, the exprsew iii ac+ rtn plate 1ea device was being used when the nurse attempted to attach a retention plate in question to the auto capture by inserting it into the hole in the holder, but the plate would not load into the auto capture. The plate was able to be attached to the auto capture using a different retention plate, so there was no impact on the surgery. The retention plate that was not loaded was visually confirmed to be in the holder, so there was no impact on the patient. There was no surgical delay and no harm to the patient. No additional information was provided.